Event description:
It was reported that the right atrial lead had high thresholds and oversensing. The patient was also reported to have intermittent heart block. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.